Event description:
It was reported that the lens was explanted on (B)(6), 2011 due to unsatisfactory night vision. No patient complications were reported.

Manufacturer narrative:
The explanted intraocular lens was returned to our manufacturing facility for evaluation. A visual inspection revealed the lens with the optic cut in half; no deviations were found. A review of the manufacturing records for the lens showed no deviations. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, an additional supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The lens was received and forwarded to the manufacturing site for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.